Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient experienced the inability to sit or stand for extended periods of time, the inability to engage in sexual intercourse, abdominal and pelvic pain. All other information is unknown.